Event description:
An I-stat cg8+ cartridge delivered a glucose result of >700 mg/dl. The physician did not believe the result was consisted with the clinical situation and ordered a repeat test. A new sample was drawn and repeated on a laboratory analyzer with a result of 100 mg/dl. No treatment was given based on the blood glucose result of >700mg/dl. At the time of notification, abbott point of care was not provided with the pt demographics. Follow up communications determined the pt was on ECMO (extracorpreal membrane oxygenation). The physician determined the pt was not going to survive its disease and took the pt off ECMO. As per the cimplainant, neither pt management nor pt outcome was impacted by the blood glucose result.